Manufacturer narrative:
One jelco protective safety i.v. Catheter was returned for analysis. The unit was inspected under magnification revealing that the needle guard assembly had normal flash in the chamber with evidence of dried blood. Initial visual inspection did not reveal any discrepancies. Pressure testing was then performed leading to leakage of the catheter tubing. Magnification revealed that a v shaped tear was noted in the catheter tubing, above the catheter nose. The v shape tear is consistent with cannula penetration and can only be caused by re-direction of the introducer while the catheter is partially advanced. Based on the evidence, the complaint is confirmed. The root cause was found due to user interface as the evidence suggests improper use of the product.

Event description:
Information was received indicating that following placement of a smiths medical jelco protective safety i.v. Catheter, fluids were observed leaking from the connection point of the hub and catheter. There were no reported adverse patient effects.